Manufacturer narrative:
Pump passed the self test. Pump unable to rewind and insulin flow blocked alarm during the prime/seating test. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. Swapping out test motor confirms unable to rewind and unexpected insulin flow blocked alarm is isolated to motor assembly. Successfully downloaded history files and traces using thump. In further full review found multiple no delivery alarms in the pump history on 05/18/2024 from 03:29:39.000 until 07:43:33.000 during bolus delivery and fill cannula. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case during the visual inspection. Customer alleged confirmed for piston not traveling back after multiple attempts of rewind, unable to exit load reservoir process and unexpected insulin flow blocked/no delivery alarm during the prime/seating test, problem isolated to the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced rewind anomaly, prime/fill anomaly. The customer reported no adverse event. The event involved product(s) mmt-1885. Customer reported being unable to exit load reservoir process. Attempted to complete again but pump could not complete the load reservoir process. No harm requiring medical intervention was reported. Product return status for mmt-1885 is unknown.